Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing or perform a baseline. The belt receptacle guide pin was bent, causing the connector to not plug into the monitor. The root cause for the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to run detect and treat testing.